Event description:
While technician was removing the avf needle from the patient, the safety sheath fell off causing a needle stick injury to the technician. The technician was sent to the hospital to have lab work done. Will have to go back in 6 weeks to re-do lab work.

Manufacturer narrative:
Device not returned to manufacturer.